Manufacturer narrative:
Per the clinic, the implant magnet was removed on (B)(6) 2025 due to feedback issue. Subsequently, the patient was converted to a transcutaneous osia implant system.

Event description:
Per the clinic, the implant magnet was removed (date not reported) due to feedback.